Event description:
Mismatched components were implanted during the original surgery.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.